Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer encountered resistance when filling a cartridge. A new syringe needle was used to successfully fill the cartridge. Blood glucose level was not impacted.